Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 2.8; lab: 1.45. Therapeutic range is 2.5-3.5. Pt's husband called in to report the discrepant results. Pt is in the hosp for a colonoscopy and is currently on a heparin IV. Tech service rep explained that the meter should not be used on a person on heparin. Explained that heparin can interfere with the meter results. Also mentioned antibiotics as a possible interfering substance.

Manufacturer narrative:
Investigation pending.